Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation, it was found that the blade mount is chipped. Based on the investigation details, this can occur if non-MFR blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it maya be possible that the blade would not cut properly due to this chip.

Event description:
The handpiece was returned to the MFR for service, and during the investigation, it was found that the blade mount is chipped. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.